Manufacturer narrative:
The investigation confirmed that reproducible, (B)(6) vitros anti-hbc igm results were obtained on multiple patient samples while using the vitros 3600 analyzer. A definitive root cause for the event could not be determined, however, the history and condition of the samples themselves cannot be ruled out as a contributing factor. The true classification of the samples is believed to be (B)(6) based upon results obtained from two separate non-vitros reagent methods. Acceptable results were obtained when freshly drawn samples were used in the correlation test. There is no indication the vitros 3600 system was not operating as intended.

Event description:
An ocd laboratory specialist observed multiple reproducible, (B)(6) anti-hbc igm results on multiple patient samples on the vitros 3600 analyzer, during a correlation with two separate non-vitros systems. (B)(6) results may lead to inappropriate physician action. The (B)(6) vitros results were not reported, and there was no report of patient harm as a result of this event. This report is number two of eight mdrs for this event. Eight 3500a forms are being submitted for this event as eight devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).